Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013, for which the patient claimed blood glucose values were both higher and lower than cgm values. The patient reported the following discrepancy, for example: cgm was reading at 40 mg/dl and blood glucose meter reading was at 105 mg/dl. The patient reported no use of acetaminophen at the time.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.